Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient had a stroke on (B)(6) 2018 and that the patient's healthcare provider (hcp) was not sure yet whether the stroke was related to the device or therapy. No device issues reported. No further patient complications have been reported as a result of this event.